Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed no evidence of power on reset events. The pump was able to power on properly. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no loss of power issues. The pump was opened to find no defects. The loss of power was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. Additionally, the display lens was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.. There was no indication that the product caused or contributed to an adverse event.